Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: head neck. 2025 jun;47(6):1576-1583. Https://doi.org/10.1002/hed.28027. Epub 2025 jan 16. Pmid: 39822071.

Event description:
Title: snail flap for scalp reconstruction: technique and outcomes. The aim of this study is to present case series retrospectively evaluated all 44 consecutive patients undergoing scalp snail flap reconstruction from january 1, 2019 to february 1, 2024. 2-0 monocryl (eth) was used for deep suture, while 2-0 prolene (eth) was used to for the outer skin layer closure because of its prolonged tensile strength, limited tissue reactivity, and ease of identification among surrounding darker hair. Reported complications: 2-0 monocryl (eth) 2-0 prolene (eth) wound infections (n=9) treatment: were given antibiotics necrosis (n=12) treatment: local debridement and re-suturing hematoma (n=2) treatment: were drained in clinical setting wound complications (n=6) treatment: not reported. In conclusion, the snail flap is easy to perform with high reliability and allows for hair preservation. The morbidity and need for hospitalization are minimal, making it an ideal reconstructive option for elderly or frail patients with moderate-sized scalp defects.